Event description:
Had cadaveric greater saphenous vein allograft used for conduit in fem-post. Tib. A. Bypass in 2001. Graft thrombosed. Intraarterial thrombolysis. Found 2 relatively large aneurysms in graft. Required resection and interposition grafting.